Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report# 1627487-2014-01174. It was reported stimulation had not been used for a prolonged period of time due to improved sciatic pain. However, when in use it did not provide sufficient pain relief and the pt was not satisfied with the overall results. The pt was reprogrammed only once after implant. It was further reported the ipg is superficial and uncomfortable due to weight loss. Stimulation has been turned off for over one year. Subsequently, the ipg is inoperable and communication could not be established with the external devices. The pt has relocated to a different stated since implant and plans to change physicians. Follow-up revealed the next course of action is undetermined.